Manufacturer narrative:
Investigation summary - bd received two photos for investigation. The evaluation of the attached photos shows that the holder has separated. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: separates. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated while in the patient arm and the needle dripped blood from the needle end when it was removed from the patient. Sample was recollected from another site and the patient had a bruise.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown the lot number is unknown; however, two potential lot numbers were provided. The information for those lot numbers are as follows: d4. Medical device lot#: 4242711 d4. Medical device expiration date: 30-sep-2027 h4. Device manufacture date: 29-aug-2024 d4. Unique identifier (UDI) #:(B)(4). D4. Medical device lot#: 4268456 d4. Medical device expiration date: 31-aug-2027 h4. Device manufacture date: 24-sep-2024 d4. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that while using one bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the needle separated while in the patient arm and the needle dripped blood from the needle end when it was removed from the patient. Sample was recollected from another site and the patient had a bruise.